Manufacturer narrative:
Per tandem¿s user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer was overfilling cartridges. Customer's blood glucose level was 548 mg/dl. Reportedly, a new cartridge was loaded to address the event. A correction bolus was delivered to address bg.